Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was advised by technical support to perform specific troubleshooting steps but chose not to proceed with them. Instead, the customer changed the necessary supplies and resumed insulin therapy.